Event description:
Attempted to change pca custom (dilaudid) syringe. Pump failed to read the bar code. Another pump was tried with same result. Requested new syringe from pharmacy which was then read and installed without difficulty. There was a minor injury to the patient related to the delay in delivery of pain medication due to interruption in continuous infusion and inability to administer self-bolus. The provider needed to be called to obtain orders to give a new dose of IV dilaudid. These are sterile empty vials that are filled and dispensed from our pharmacy. I have been notified by nursing staff that this has affected the administration of the pre-filled morphine syringes as well, so they have used an alternate barcode to remedy. This is quite concerning as the alternate barcode for example would not recognize morphine as morphine. It reads as a custom syringe prompting the nurse to program the specific syringe contents, thus increasing the chance of error.